Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary set disconnected from a non-baxter drug bag during priming. The spike came out and chemo was spilled on the nurse. The nurse was immediately scrubbed down due to chemo exposure. There was no patient involvement. No additional information is available.